Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that after the device was implanted they gained 20 pounds and it would not charge as well. The patient tried multiple times to charge the implant and it would take eight or more hours to fully charge which wasn't worth it to the patient. The issue of the dead battery was not resolved. The patient noted that it had been dead for almost three years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her ins was dead. The patient reported that she wanted to have her device taken out. The patient reported that she started having trouble charging the implant around the end of 2014 or the beginning or 2015. The patient reported that she ended up having the implant jump started twice. The patient reported that she was (B)(6) but gained weight and still have a problem charging. The patient reported that in 2015 the ins went dead. The patient reported that she had to have the ins jump started again but this time it wouldn¿t start up. No further complications were reported.